Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a cystocele repair procedure performed on (B)(6) 2015. The procedure was completed without complications. On (B)(6) 2015 it was reported to bsc: on (B)(6) 2015, the patient experienced worsening of difficulty emptying her bladder when her catheter was removed. The subject was re-catheterized and the event resolved on (B)(6) 2015. However, this event of difficulty emptying bladder was subsequently assessed by the investigator as not unexpected or untoward and therefore not meeting the definition of an adverse event. On (B)(6) 2015, it was reported to bsc: on (B)(6) 2015, the subject experienced a vaginal infection with pelvic pain during activity. She was prescribed cipro and the event resolved on (B)(6) 2015. The investigator assessed the event as moderate in severity, pelvic floor related, definitely related to the procedure, and probably related to the device. On (B)(6) 2015, it was also reported to bsc: on (B)(6) 2015, the subject presented with skin separation of greater then 1cm at the vaginal suture line. No treatment has been given and the event is resolving. The investigator assessed the event as mild in severity, pelvic floor related, definitely related to the procedure, and probably related to the device.

Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a cystocele repair procedure performed on (B)(6) 2015. The procedure was completed without complications. On (B)(4) 2015, it was reported to bsc: on (B)(6) 2015, the patient experienced worsening of difficulty emptying her bladder when her catheter was removed. The subject was re-catheterized and the event resolved on (B)(6) 2015. However, this event of difficulty emptying bladder was subsequently assessed by the investigator as not unexpected or untoward and therefore not meeting the definition of an adverse event. On (B)(4) 2015 , it was reported to bsc: on (B)(6) 2015, the subject experienced a vaginal infection with pelvic pain during activity. She was prescribed cipro and the event resolved on (B)(6) 2015. The investigator assessed the event as moderate in severity, pelvic floor related, definitely related to the procedure, and probably related to the device. On (B)(4) 2015, it was also reported to bsc: on (B)(6) 2015, the subject presented with skin separation of greater then 1cm at the vaginal suture line. No treatment has been given and the event is resolving. The investigator assessed the event as mild in severity, pelvic floor related, definitely related to the procedure, and probably related to the device. Additional information april 21, 2015. On (B)(6) 2015, the subject presented with vaginal scarring in the anterior compartment of less than 1 cm at the vaginal area of the suture line. The granulation tissue was cauterized with silver nitrate and is currently resolving. The investigator assessed the event as mild in severity, pelvic floor related, definitely related to the procedure, and probably related to the device.